Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "error rev 0, lec 1870". Visual inspection found the pump to be in fair physical condition with cracks on the lens. Inspection of the pump's event log revealed service due (B)(6) 2017. The customer's reported problem was duplicated. Upon power up of the pump, the pump alarms for service due. Clock record indicates clock days are past specification. Pump has 1870 error. The pump was opened and inspected finding the motor was locked. The motor will be replaced. What caused the reported problem is unknown. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Manufacturer narrative:
Additional information received indicated that the error code did not occur while the pump was in use with the patient.